Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery compartment was cracked. There was reportedly moisture and corrosion in the pump. There was no adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:corrosion was observed in the battery compartment. The battery compartment was found to be cracked alongside of the pump. Pump leaks were found at the battery compartment. The pump was opened; moisture damage was found on the printed circuit board.